Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5179663.